Event description:
No blood glucose levels reported. The mother of the customer reported that the insulin pump had a crack on the screen that was getting bigger. The mother of the customer also reported a crack on the back of the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Findings: pump received with minor scratched display window. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. Pump received with cracked reservoir tube. Unit received with broken belt clip slot. Pump received with cracked reservoir tube window. (B)(4).